Event description:
The customer reported a scope error (e224) during inspection for use before sedation involving an olympus camera head. The procedure was completed with an olympus backup device. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.